Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -10.00 diopter, in the patients left eye (os), on (B)(6) 2021. The patient experienced elevated intraocular pressure (iop) and was treated with intraocular pressure lowering drugs (captoprolol eye solution+bromonidine eye solution). One month after surgery, the iop was 25.0mmhg. After adding oral intraocular pressure lowering drugs, the iop dropped to a normal level and routine follow-up examinations were carried out. The lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. D6b: na. H6: health effect impact code: 4644 - captoprolol eye solution; bromonidine eye solution; oral intraocular pressure lowering drugs. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).